Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was completed. The high drain alarm was identified in the event history log review. The cause was unable to be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 13:05:01. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. No additional information is available.